Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
During troubleshooting for a low drain volume alarm, the home patient (hp) stated there was air in the patient line. The technical service representative (tsr) advised the hp to end therapy and to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The hp stated that she was not able to figure out the cause of the air in the line. The hp stated that after starting over with new supplies, no further issues were found. The hp also stated that they have already disposed of the supplies and no further information is available at this time. The hp also stated no companion samples were available. The hp stated they did not develop any adverse reactions or need any medical intervention. This was an isolated event.